Event description:
Reporter rec'd the er1 and "hi" messages. Reporter retested successfully but could not recall blood glucose result. Reporter does not use the color chart for comparison. Control solution test fell within range.